Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not conclusively be established through this evaluation. The controller event log file contained data from (B)(6) 2021 12:35:49 through (B)(6) 2021 10:26:05, per the timestamps. No atypical events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). The hm3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The hm3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15feb2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to cardiac arrest caused by medication aspiration. Log file review captured routine events with no notable alarm conditions or parameter changes. The patient had poor prognosis and palliative care was consulted. Healthcare providers were unable to assess neurological viability secondary to the left ventricular assist device (lvad) not being MRI (magnetic resonance imaging) compatible. Withdrawal of care was considered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.